Event description:
During an angioplasty procedure of the superficial femoral artery (side unknown), this balloon ruptured at 3 atmospheres when inflated with an indeflator. The age and gender of the patient are unknown. The vessel had severe calcification, no tortuousity and 100% stenosis. The product was properly inspected and prepped prior to use. There is no information as to where the physician made access to the patient. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. After the balloon ruptured, the balloon was carefully removed from the patient. There is no information as to how the physician completed the procedure. There was no reported adverse consequence to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.